Manufacturer narrative:
Initial reporter also sent report to FDA this report is to follow-up to medwatch # (B)(4) and maude report# (B)(4). Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is not possible to determine the root cause of the incident. Although the root cause remains unknown, it is important to note that the bag can tear if contact is made with a sharp instrument, or if the bag is pulled with extreme force through a port site too small for the bag with specimen inside. The instructions for use state, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested, no information provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow-up to medwatch # (B)(4).

Event description:
Laparoscopic appendectomy - "inzii retrieval system ref#cd001, lot#1256273 used on lap appendectomy tore at the top, had trouble retrieving bag, surgeon said it has happened several times and wanted to start reporting the issue. Another one of this product was opened and the specimen was retrieved for this case. Chart reviewed: procedure note: "the appendix was then removed ultimately via endobag although the first endobag ruptured when trying to remove the bag and as such, the specimen fell imediately below the umbilicus. That was then re-grasped by a grasper and then placed in a new endobag to remove the specimen. Exudate where seen along the left colonic gutter was removed where we were able to, and then there was just a small amount of purulent ascites seen in the right pelvis, which was suctioned off and then irrigation was pursued in a copious manner in that location." Patient status unknown.